Event description:
It was reported that the pt could not tolerate his device. External equipment was exchanged and programming adjustments were made. However the problem was not resolved. Testing of the device showed out of range impedances. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.